Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a change system controller alarm was not confirmed. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis, a log file was submitted for review and a log file was downloaded for review as well. The log files spanned approximately 3 days (22oct2020 ¿ 25oct2020, 25oct2020, 18nov2020 per timestamp). Events occurring on 18nov2020 are from product testing at abbott. The reported change system controller alarm was not captured in the log file. There were no other events related to the system controller in the log files. The system controller was functionally tested and passed all stages of testing. The controller was able to operate on a mock loop for an extended period without interruption. The reported event was not able to be reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including replace controller alarms. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was report that the vad coordinator stated that the patient called stating that the system monitor displayed "change system controller" but no associated audible alarm. According to the vad coordinator the displayed alarm disappeared on its own. The patient was on inotropes due to right-ventricular failure as well. The vad coordinator stated that this is not vad related. The event log captured low flow events on (B)(6) 2020. The pump is reported under 2916596-2020-05368.